Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: 3009121749. When the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time; therefore, g3. Date received by manufacturer is the same as the date in d9. Returned to manufacturer. The reported fielder 18 guide wire was returned for evaluation. Peeling of the polyether ether ketone (peek) coating was observed on the wire shaft at approximately 60-80mm from the tip. Microscopic observation of the peeled segment found that the peek coating of the wire shaft had scratches in the longitudinal direction reaching the core shaft, which were likely caused due to contact with a relatively hard and sharp-edged object. The outer diameters of the shaft and distal segment of the guide wire were measured and confirmed to be within the product specification. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Asahi products are all inspected for meeting their product specification criteria as part of the production process. The guide wires are visually inspected for no anomaly of appearance. Based on the obtained information and the investigation outcome, it was presumed that the surface of the fielder 18 guide wire might have been forcibly scraped by the stepped portion inside the disposable aspiration biopsy needle due to different tolerance ranges between the two devices, causing the scratches on the peek coating and resistance during advancement or removal of the guide wire. It was concluded that the reported event was not attributed to the product quality. Given the severe damage observed on the returned device, a possibility could not be completely ruled out that some peek coating fragment(s) might be left in the patient anatomy. No CAPA will be taken. The instructions for use (IFU) states: [warnings] this guide wire is coated with polytetrafluoroethylene (ptfe), polyether ether ketone (peek) and a hydrophilic polymer. Failure to follow the instructions provided under "warnings" and "precautions" may cause damage to the coating and require medical intervention or lead to severe adverse effects. [Precautions] if abnormal resistance is felt during use of this guide wire, stop the operation immediately. Determine the cause of resistance within the endoscope's field of view or under fluoroscopy and take any necessary remedial action. [Malfunctions and adverse effects] peeling of coating.

Event description:
It was reported that an endoscopic ultrasound-guided hepaticogastrostomy (eus-hgs) was perfomed for the bile duct. When the physician tried to insert an asahi fielder 18 guide wire into a disposable aspiration biopsy needle (na-u200h-8022) after puncture, strong resistance was met and the guide wire could not be inserted. The procedure was completed with a new device. It was informed that there were no adverse patient effects associated with this event and the patient was fine without any issues after the procedure.